Event description:
Case description: this consumer report was received from a us consumer and concerns a female patient. The patient was injected with radiesse into the jawline (reported as jaws line, off label use of device), in 2025 (reported as one year prior to the time of this report). Batch number was reported as unknown. As reported, the injector insisted the patient used radiesse, that the patient had a few lines around her mouth area (reported as are), that she numbed the area (reported as are), that the patient loved her eyes, and that the patient felt that radiesse was injected inside her jaws line. In 2025, a few weeks after the radiesse injection, the patient experienced a gel (reported as jell) bubble/nodules between her inner jaw and lip, that she lost sensation in a half of her lip, and had pain and burning when exposed to cold or spicy foods. The patient showed the gel (jell) bubble to the injector, who said that a small incision was possible (reported as icesion) on the patients lip to remove it. The patient had lost sensation in a half of her lip and there were small nodules in the area. At the time of the report, the patient still experienced pain and burning when exposed to cold or spicy foods. Sometimes, it affected her speech. She reported that it affected her quality of life. Due to the provided information, the outcome of the events was considered as not resolved.

Manufacturer narrative:
This case was assessed by merz north america as serious. The events injection site hypoaesthesia, injection site nodule and injection site pain were assessed as expected based on the currently valid us instructions for use leaflet of radiesse. The reported affected speech is considered to be a consequence of injection site hypoaesthesia and therefore was not coded. Off label use of device was coded only for formal reasons. Injection into the jawline is no approved indication for radiesse in us. Information in this case is sparse, pending further injection and event details. Additionally, the case is purely consumer derived, pending medical confirmation. However, the reported events can occur after treatment with radiesse and causality is therefore assessed as possibly related to the treatment with radiesse. Based on the information provided, this case was assessed as reportable to the FDA as the events of injection site nodule, injection site hypoaesthesia and injection site pain were deemed to meet the serious injury criteria of permanent damage, as permanent damage cannot be ruled out with certainty.